Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer failed and require maintenance. The tsc performed reboot and tried to recover the station, but was unsuccessful. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.